Event description:
It was reported that a large volume infusor overinfused medication to the patient. The expected therapy time was 48 hours; however, the device completed the medication delivery in 10 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name - (B)(6). Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from september 30, 2021 - october 01, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed of the photograph which showed fluid inside the bladder. The reported condition was not clearly observed via the provided photograph and due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.